Event description:
Customer reports 3 infusors containing "morphine hcl. Butil scopolamine" in saline to a total volume of 85ml overinfused over 6 days instead of an anticipated 7 days customer reports no adverse clinical reaction.